Manufacturer narrative:
Device passed the displacement test but the p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir compartment of the insulin pump was damaged. The customer¿s blood glucose level was 345 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was unable to lock in its place. The insulin pump will be returned for analysis.